Event description:
Patient with a known history of mrsa prior to mesh implant. Patient developed postoperative mrsa wound infection and underwent explant surgery as out-patient procedure in 2008: about 20 days prior--repair of recurrent incisional hernia with ventralex mesh implant. About 7 days prior--first postoperative visit to surgeon's office. Patient complained of pain and swelling of incision site. Physician performed an ultra-sound and aspirated fluid from a seroma in the incision area. Would culture obtained which showed mrsa. Physician ordered doxycycline 100mg po bid x 7 days. At about two days later--patient to see surgeon in the office with report of wound drainage over the previous 24 hours. Surgeon placed penrose drain to facilitate drainage from the site and scheduled the patient for explant surgery. On the day of procedure--explant of infected mesh done as day surgery out-patient procedure. Wound was closed and patient tolerated the procedure well.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.